Event description:
It was reported by the clinical support specialist (css) that the pump shut down without any alarms. The pump has been in use for the past 2 days. The pump was plugged into the wall power. As a result, the pump was swapped out, and the reported pump was sent to biomed. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of pump shut down during use is not able to be confirmed. The product was not returned for investigation. It was reported that the hospital's biomed could not duplicate the reported issue and the pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the pump shut down without any alarms. The pump has been in use for the past 2 days. The pump was plugged into the wall power. As a result, the pump was swapped out, and the reported pump was sent to biomed. There was no report of patient complications, serious injury, or death.